Event description:
A surgeon reported an intraocular lens (iol) was rotated one week following implant surgery. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).